Manufacturer narrative:
Unit passed displacement test and self test. Unit failed sleep current test and active current test. High sleep current and active current isolated to pcba 2. Pump error 25 due to j6 connector resistance issue. Low battery alert less than 1 week not confirmed. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alarm. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.